Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 4.00x24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. After a 4.0 non-bsc gudie catheter crossed the lesion and predilatation was performed with a 2.5x20 balloon catheter, a 4.00x24mm promus element plus drug eluting stent was advanced for treatment. However, after multiple attempts in crossing the lesion, the stent struts were lifted up. The procedure was completed with the another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. After a 4.0 non-bsc gudie catheter crossed the lesion and predilatation was performed with a 2.5x20 balloon catheter, a 4.00x24mm promus element plus drug eluting stent was advanced for treatment. However, after multiple attempts in crossing the lesion, the stent struts were lifted up. The procedure was completed with the another of the same device. There were no complications reported and the patient status was stable.